Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing is defective and inaccurate medication volumes were infused could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number were not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ IV extension set was defective. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown (customer provided 201103-008- this is an invalid lot in sap). It was reported that the tubing is defective and inaccurate medication volumes were infused. Verbatim: fentanyl tubing defective. Fentanyl bag lot# affected: 201103-008. Due to this,I have to change the bag as the IV pump won't stop beeping and medication was not infusing properly giving inaccurate volumes infused.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set was defective. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown (customer provided 201103-008- this is an invalid lot in sap) it was reported that the the tubing is defective and inaccurate medication volumes were infused. Verbatim: fentanyl tubing defective. Fentanyl bag lot# affected: 201103-008. Due to this,I have to change the bag as the IV pump won't stop beeping and medication was not infusing properly giving inaccurate volumes infused.